Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of device in wrong position was most likely use issue related due to improper initial placement of the pump as the md checked fluro imaging and confirmed that the wire did not exit through outlet window but only through inlet window. The cause of product damage was most likely use issue related due to improper initial placement of the pump.

Event description:
Clinical review/rationale: an impella cp was attempted via right femoral artery in a 61 year old female for supporting an urgent coronary artery bypass surgery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During implant, the patient experienced increased ectopy. It was reported that the pigtail was caught in the mitral apparatus/chordae, and the cp was removed due to incorrect positioning and ectopies. An attempt was made to reimplant the cp with an abiomed 0.18 wire, which resulted in kinking of the device when navigating the aortic arch. A v18 platinum wire was then attempted, but the same kinking issue occurred. It was decided to abort the cp implant and send the patient for emergent CABG, as the patient's hemodynamics were adequate. Fluoro imaging confirmed the wires did not exit through the outlet window, but only through the inlet window, in which support was inadequate. Following the CABG procedure, a new impella cp was successfully placed. The patient experienced worsening shock and expired on support. The positioning issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the position attempts; however, the attempts and removal were performed with no consequence to the patient. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.